Event description:
It was reported that this right atrial (ra) lead was explanted approximately three years after implant due to noise with an increased capture threshold. It was observed that there were possible signs of insulation degradation. Another right atrial (ra) lead was successfully placed. No additional adverse patient effects were reported outside of the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned intact. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 20.2 cm from the terminal end. Insulation was found to be bent/kinked but not breached. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals and high capture thresholds were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted approximately three years after implant due to noise with an increased capture threshold. It was observed that there were possible signs of insulation degradation. Another right atrial (ra) lead was successfully placed. No additional adverse patient effects were reported outside of the explant procedure.